Event description:
"Distributor bbraun documented in report (B)(4) the following from their customer: deviations from the target values were found in the above consignment. The faulty quantity has been released with reservations. Particles inside cannula contamination/ dirt inside the cannula and included in the attached annex the picture of the samples. Lot number: 02005103. Contamination -particle-li-cone. Awaiting statement from manufacturer. We received one used sol-m g18xl 1/2 w/ 5 micron filter in open packaging and a customer picture from the primary packaging. The following investigations were conducted: visual inspection: the received sample was taken to a visual examination. We detected a particle inside the lll-cone (see picture). The kind of the particle cannot be found out. Damages were not detected at the received sample. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: based on the conducted investigations relating to the particle inside the lll-cone, we awaiting a statement from the manufacturer (sol-millennium europe sp.zo.o.). Based on the conducted investigations the tested sample is not within the specifications. The investigation sample is forwarded to manufacturing site. Samples were received in the switzerland office. Photos are attached."